Event description:
It was reported that the patient will be undergoing a revision procedure due to unspecified reasons with an ambicor penile prosthesis (app). The app remains implanted and active. Additional information was reported that the reason for future revision was due to lack of erection resulting from fluid loss from the cylinders.